Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate pancreatic cyst drainage during an endoscopic ultrasound-guided cholecystoduodenostomy (eus-cd) procedure performed on (B)(6) 2026. During the procedure, the stent could not be released. The procedure was completed by replacing and using a different device (plastic stent) through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the catheter length was not wetted prior to advancing it through the scope. However, the axios stent and electrocautery- enhanced delivery system instructions for use (IFU) states: "wet and insert the hot axios delivery catheter. Wet the entire length of the hot axios delivery catheter with sterile water or normal saline". Therefore, the physician did not follow the steps outlined in the instructions for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection identified the device was returned with the stent fully expanded and deployed. Also, the inner sheath was found kinked and the outer sheath with torque marks. Functional inspection was performed. The catheter was moved through the luer and the slider could be moved to its original position with high resistance. Product analysis could not confirm the reported event of stent failure to deploy. The device returned with the stent fully expanded and deployed. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the additional observed damages found on the delivery system were most likely caused due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Therefore, taking all available information into consideration, the overall root cause of the reported events is unable to exclude device problem. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use/product label. It was reported that the catheter length was not wetted prior to advancing it through the scope. However, the axios stent and electrocautery- enhanced delivery system instructions for use (IFU) states: "wet and insert the hot axios delivery catheter. Wet the entire length of the hot axios delivery catheter with sterile water or normal saline". The user did not follow the steps outlined in the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate pancreatic cyst drainage during an endoscopic ultrasound-guided cholecystoduodenostomy (eus-cd) procedure performed on (B)(6) 2026. During the procedure, the stent could not be released. The procedure was completed by replacing and using a different device (plastic stent) through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the catheter length was not wetted prior to advancing it through the scope. However, the axios stent and electrocautery- enhanced delivery system instructions for use (IFU) states: "wet and insert the hot axios delivery catheter. Wet the entire length of the hot axios delivery catheter with sterile water or normal saline". Therefore, the physician did not follow the steps outlined in the instructions for use (IFU).